Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 500 mg/dl. An insulin injection and a correction with the pump were used to address the high bg level. The customer changed the supplies on the pump and the occlusion alarm did not reoccur. The next morning due to over blousing after the occlusion, the customer's bg level was 29 mg/dl. The paramedics were called and the customer was treated with glucose. There was no reported injury.